Manufacturer narrative:
Date sent to the FDA: 08/29/2019. Additional method codes: 3331.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure other relevant patient history? Onset date of symptoms ( pain from urethra, difficulties emptying bladder and recurrent cystitis) from initial procedure? Please specify a mesh erosion site/location diagnosed during urethroscopy in (B)(6) 2019? Surgical findings of mesh removal procedure? Why was the tvt being tested specifically for actinomyces in this case? What were test results? What is meant by ¿applied for both sides¿. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Please specify product code and lot number. If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent a sling procedure in 2004 and the mesh was implanted. On (B)(6) 2019 the patient was referred for cystoscopy and the mesh was found across the urethra. The patient also experienced pain from urethra, emptying bladder difficulty and recurrent cystitis. It was also reported that a doctor found the mesh close to the urethra, distal. The patient experienced a mesh erosion. The patient was enrolled for surgery. On (B)(6) 2019 the mesh was located by urethroscopy, applied for both sides and removed. The mesh was sent to dr.: cultivation and resistance for actinomyces. Additional information has been requested.